Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose over the last 2 days. And has been on a back-up plan. Blood glucose level at the time of the incident was 580 mg/dl and treated with injections. Customer did not complete troubleshooting as they have been on a back-up plan. Customer was advised to reach out to their healthcare provider. The insulin pump was not replaced or returned for analysis.